Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus was not working correctly. No known impact or patient consequence was reported. Isi followed up with the customer and obtained the following additional information: the customer denied the occurrence of an inverted image, reversed control on the system arms, or the vision orientation changing on its own. It was further clarified that the endoscope moved freely with uncontrolled motion and would not target despite two attempts. There was no physical damage noted to the endoscope or patient injury as a result of the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 0-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed and tested and placed on an in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message check endoscope cable connection/endoscope self - test failed. The endoscope was plugged on an in-house system or equivalent and provided color bars in both eyes. The endoscope was tested and placed on a diagnostic tester or equivalent but failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to expected ran not being met. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to all buttons. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. No light in one or both hirose fiber cables. The endoscope was tested and placed on an in-house system for cable testing and failed due to wpb defect. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.